Event description:
None reported bd insyte bl 22ga x 1.0in catheter broke separated. It was reported by the customer that the clinic reports 1 opened box of 50, instye IV catheter, 22 g x 1.0¿, part number: 381223, lot 4025720, exp. 1/29 ¿ stylet came off of the vein of the patient. They were able to remove with no adverse events to report but do not want to keep remaining product. Verbatim: rcc received a complaint via email. The clinic reports 1 opened box of 50, instye IV catheter, 22 g x 1.0¿, part number: 381223, lot 4025720, exp. 1/29 ¿ stylet came off of the vein of the patient. They were able to remove with no adverse events to report but do not want to keep remaining product. Additional info: we are waiting on an update from the customer. As there are now additional questions below, we will follow up for the additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 381223 batch#: 4025720. It was reported by the customer that the clinic reports 1 opened box of 50, instye IV catheter, 22 g x 1.0¿, part number: 381223, lot 4025720, exp. 1/29 ¿ stylet came off of the vein of the patient. They were able to remove with no adverse events to report but do not want to keep remaining product verbatim: rcc received a complaint via email. Email(s) attached the clinic reports 1 opened box of 50, instye IV catheter, 22 g x 1.0¿, part number: 381223, lot 4025720, exp. 1/29 ¿ stylet came off of the vein of the patient. They were able to remove with no adverse events to report but do not want to keep remaining product additional info: we are waiting on an update from the customer. As there are now additional questions below, we will follow up for the additional information. Additional info: apologies on the delay. We have been following up with the customer for this information that you requested below. As soon as I have an update, I will pass along. Additional info: 1. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2024. Total number of occurrences? One 3. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No photo. 1. Please confirm with is "stylet" refers to needle or catheter? The catheter 2. Also confirm happened before use or during any infusion? Noticed the plastic catheter part stayed in the vein when we were removing the whole catheter from the pet. A tech was able to grab the stylet with a pair of hemastats.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of affected batch. Current control there is a functional test in place to check for catheter to adapter pull force. There is also in-process visual inspection in place to check for catheter damage. No photo/sample was received for further investigation. Root cause could not be determined. The complaint will be re-opened and re-investigated when sample/photo is received. The complaint trend will continue to be tracked and monitored.